Event description:
It is reported that the screws have backed out of the locking plate post operatively. The pt has not been revised.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.